Manufacturer narrative:
(B)(4) concomitant medical product: bmt 360 tib smcruciate wing catalog #: 185650 lot:114990, vngd ssk 360 femur l 67.55 catalog #: 185285 lot: 3444874; bmt smooth knee stem 14x80 catalog #: 145024 lot: 304650; biomet smooth knee stems 10x40 catalog #: 145000 lot: 458990; bmt 360 tib 5.0 offset adapter 75 catalog #: 185211 lot: 497590. Report source: foreign: (B)(6). The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Joint assist records were provided and reviewed by a health care professional. Review found presented with pain and problems walking. The patient received an manipulation under anesthesia. Patient continued to have pain, walking problems, range of motion was 0-30 deg. X-rays revealed no complications. Patient has rheumatoid arthritis. Further medical records were not provided. A definitive root cause cannot be determined. Multiple reports were filed for this event, please see associated reports: 0001825034-2021-02747, 0001825034-2021-02748, 0001825034-2021-02749, 0001825034-2021-02750, 0001825034-2022-00361. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Approximately 3 years postop, the patient underwent a manipulation under anesthesia with 48 hours of inpatient physical therapy due to limited flexion and extension. The patient continued to experienced a decrease in range of motion with debilitating pain and inability to perform adls. At the 7 year follow up the patient states that due to rheumatoid arthritis they are always in pain and have difficulty walking and rising etc. But the knee never gives any problems with pain or movement. No further information has been provided.